Manufacturer narrative:
Manufacturer's report date: 10/08/2010. (B)(4). The set was discarded by the facility. A model and lot history record review could not be performed because the model and lot numbers were not identified by the user.

Event description:
Customer reported fluid leaked from the top of the secondary blood set. Stated the set was replaced without incident. No patient harm reported. Although requested, no additional information was available.